Manufacturer narrative:
The device was received for evaluation- the investigation is pending completion.

Event description:
The event occurred on an unknown date involving a 40" (102 cm) appx 4.9 ml, admin set w/chemolock¿, 20 drop in-line drip chamber, spiros®, bag hanger where the customer reported that when the set was removed from the package, they noticed a white or milky staining in the tubing above the drip chamber. There are 10 sealed units available for return. There was no patient involvement but no patient harm.

Manufacturer narrative:
Investigation summary: received ten (10) new 011-cl3020 admin set w/chemolock for inspection. Solvent was observed at the tubing above the drip chamber on each sample. The complaint of white on the tubing can be confirmed. The probable cause is due to errant solvent applied during manual assembly in the assembly plant. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. Corrective and preventative actions are in process.